Event description:
On 5/15/06, nellcor puritan bennett received a report of inflation issues on a 6dfen tracheostomy tube. The tube had been in place for about 30 days and the cuff on the device developed a leak. The caller reported that the tube was replaced and during replacement the tube ripped the stoma of the patient. The caller reported that the patient suffered some bleeding at the stoma site. The caller reported that the sample associated to this report was discarded.